Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The customer service staff from olympus reported that the user facility has not replaced the water filter for over six months, and some algal materials grew in the housing of the filter. It is instructed in the IFU of the reprocessor that a water filter should be replaced once a month. Since may 29, 2013, the delivery date of the reprocessor, the water supply piping connected to the reprocessor has never been disinfected. It is instructed in the IFU of the reprocessor that a water filter piping should be disinfected every month. The manufacturing record of the subject device was reviewed without irregularity related to this event. The possible cause is that the user facility has not performed the maintenance of the reprocessor according to the IFU.

Event description:
The user facility performed the initial culture test. The tested devices were the subject device and oer-s, automated endoscope reprocessor. The test result revealed that unknown microorganisms were detected from the instrument channel of the subject device, and some mold-like materials from the residual liquid in the cleaning reservoir.there was no patient injury reported.